Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that inadequate stent damage and catheter withdrawal difficulty was encountered. After deploying a 3.50 x 16 synergy¿ drug eluting stent (des) at 16 atmospheres, the stent delivery system (sds) was removed however, it was hard to withdraw the balloon from the lesion. After removal of the sds, contrast media was injected and it was then noted that the distal part of the deployed stent had retracted and was no longer covering the entire lesion. Another synergy des was then implanted on the initially deployed stent to cover the lesion and the procedure was completed.